Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited out-of-range shock lead impedance (sli) readings, fluctuating between 90 ohms at implant and up to 123 ohms over the past year. Technical assessment confirmed variability in impedance measurements rather than a gradual increase. No adverse patient effects were reported, and ongoing monitoring with possible was recommended. No adverse patient effects were reported.